Event description:
A healthcare professional reported an article titled "toric versus non-toric implantable collamer lens implantation for low myopic astigmatism: 12-month follow-up". The article states the patient(s) experienced early elevated iop. The article reported, "instances of early elevated iop attributed to the residual viscoelastic agent were infrequent." Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).